Event description:
It was reported that during the procedure, the impedance measurements of this right atrial (ra) lead were low (230 ohms) after placement. The lead was repositioned; however, the helix mechanism could not be re-extended. Subsequently, the lead was replaced with a new one to complete the procedure. This lead is not expected for return due to the pandemic.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, the impedance measurements of this right atrial (ra) lead were poor after placement. The lead was repositioned; however, the helix mechanism could not be re-extended. Subsequently, the lead was replaced with a new one to complete the procedure. This lead is not expected for return due to the pandemic.